Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not removed.

Event description:
It was reported to nevro that the lead incision site re-opened. The doctor restitched the wound. There have been no reports of further complications regarding this event.